Event description:
Report received of an independent rate change. The pump was returned to the biomedical engineering department with an unsigned note which stated: "when you release the down arrow, the numbers continue to increase, until they reach 999." No tracking info was provided; therefore, specific pt info, pump prgramming, or event details were not available. During testing in the user facility's biomedical engineering department, the technician reportedly found "nothing happened when the up arrow key was pushed; however, when the down arrow key was pushed and released, the numbers increased until they reached 999." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.